Manufacturer narrative:
Serial number: n/a software version: n/a. Color: grey. Battery life remaining: n/a. The inpen screw retracts when dialing and advances when turning dose knob to the 0 mark and high resistance while dispensing due to dust/debris under the dose button, on washer, on the dose detent and dose knob. Unable to perform functional test due to leadscrew anomaly. The alignment of the dose indicator mark and printed values on the dose knob is nominal. No misalignment of the dial was noted. Inpen received with missing dosing window.

Event description:
Information received by medtronic indicated that the insulin pen cartridge was jammed. Customer stated that they can turn it but couldn't load back in. Customer stated that the dose dial was slipping. No harm requiring medical intervention was reported. The insulin pen was returned for the analysis.